Event description:
It was reported the device was dropped and does not come on. The device was returned to the manufacturer, analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device will not power up. Battery flex is corroded. Upper and lower cases, battery release, and release spring are corroded. Side bail covers , ring cover, five case screws, ring cover screw, side bails, and ring are missing. Heart block, heart lead flex, battery drawer, display and main printed circuit board are contaminated. Battery contacts are compressed.